Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer reported that the insulin pump had a cracks on reservoir compartment, battery compartment, and front of insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer wa advised to discontinue used of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window corner.